Event description:
The account alleged the bed had no functions and the head was lowered all the way down. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.